Manufacturer narrative:
The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the polyps were surrounded by the snare, which was kept firmly closed. However, the snare would not cut the target polyp. It was not reported if the procedure was completed and it was also not reported what was used to complete the procedure. The patient's condition at the conclusion of the procedure is unknown. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.